Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted under c-arm imaging that the right atrial (ra) lead was dislodged resulted in loss of capture and sensing. Upon repositioning attempt, the ra lead failed to have the stylet advanced through it due to blood in lead lumen. The ra lead was not used and replaced on (B)(6) 2025. The patient was in stable condition throughout.

Manufacturer narrative:
The reported events were lead dislodgement, stylet could not be inserted, failure to sense and failure to capture. A complete lead was returned in one piece with the helix retracted and clogged with blood/ tissue. After cleaning the blood/ tissue, the helix could be extended and retracted, the helix length was measured within specifications. The reported event of stylet could not be inserted was confirmed. The test stylet was obstructed in the distal region of the lead. Dissection of the lead found blood in the inner coil at the obstruction area. The cause of the reported event of stylet insertion failure was isolated to the blood clogging the inner coil. The reported events of failure to sense and failure to capture were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.